Event description:
Reference number (B)(4). Event occurred in the united states. On 4th oct 2024, patient reported inusion set tubing detached close tro the site location.the infusion was in use for less than a day. There was no stress or oull on the tubing. Event occuring during sleeping. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.